Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the control printed circuit board (pcb) to resolve the issue. After replacement, the ventilator passed all functional, calibration, and safety tests and was cleared for clinical use. Analysis of the provided logs confirm the reported issue. The replaced control pcb was returned for further investigation. The returned control pcb has been tested in a ventilator. It failed the pre-use check with multiple tests. During ventilation, it alarmed for o2 concentration low. Further investigation on the returned pcb revealed that the output signals from an integrated circuit (ic) were alternating between 0v and 4.650v in which normally it should alternate between 0v and 5v. Replacing this ic resolved the issue. The control pcb is a part of subsystem breathing bre. The main functions are the responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. The mentioned defective ic is part of the buffers circuit and its output signals controls the gas modules. During breathing it should alternate between 0v and 5v as an on/off function for the gas modules. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. It was confirmed that the replaced control pcb caused the issue due to a defective ic.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).